Event description:
It was reported that the patient went to the hospital due to pump dimpling with an inflatable penile prosthesis (ipp). Two weeks later, a surgical procedure was performed in which the existing ipp was removed and a new tactra device was implanted. There were no patient complications.